Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to recurrent sui, perineal scar band, and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mini arc and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colporrhaphy with enterocele repair and vaginal extraperitoneal colpopexy due to mixed urinary incontinence with urethral hypermobility, rectocele and enterocele,vaginal vault prolapse, weakened rectovaginal fascia and urgency of urination.